Event description:
It was reported that there was a coupling problem. The patient was only getting 2 bars and then those bars went away. The patient placed the antenna one inch below the implantable neurostimulator (ins) and then was seeing 4 bars. The patient just had the device repositioned because it was ¿lop-sided¿ in the pocket. The surgery to correct it was the day after christmas. It was reported that the lead migrated as well so they corrected the lead at that surgery procedure. They found out the device was not in the correct position after her initial follow up appointment. The initial follow-up appointment was the monday before christmas and there was difficulty programming the patient. Stimulation was going in her arms and chest area when it was supposed to be in her legs. The patient was having difficulty with getting coupling during recharging and there was poor coupling with the recharger. The manufacturer representative helped the patient connect with the recharger at that appointment, but they could not get connection because the ins was slanted. The patient reported pain at the lead wire site and they discovered it had moved out of position, so it was not working correctly for the patient. The x-rays were done to verify lead and ins position. The patient had not had her follow-up for the second procedure yet. The second procedure therapy was working great for the patient. The cause of the migration was unknown, the healthcare provider (hcp) suspected it was due to the patient not following appropriate post-operative procedures. The patient was able to get four bars of coupling. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).